Manufacturer narrative:
(B)(4). The information in the initial MDR was incorrect and has been replaced. The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined not to meet functional performance specification requirements per functional rite testing, but passed electrical rite testing. Simulated-use testing revealed no issues that could have caused or contributed to the reported issue. Internal and external visual inspection was performed and no issues were noted. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:05:28. During night drain cycle four, the patient's ultrafiltration reading was 1354ml, indicating the home patient drained 1354ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:59:49. During night drain cycle four, the patient's ultrafiltration reading was 1574ml, indicating the home patient drained 1574ml more than their maximum programmed fill volume of 2000ml. No additional information is available.